Manufacturer narrative:
B3 - date of event: date of event was approximated to 04/01/2026 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 15mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. There were no patient complications, and the patient was stable post procedure.